Event description:
It was reported to the manufacturer that the site was having problems turning on the handheld device. It was indicated that when the device was plugged in, the charging light did not come on. Different outlets have been used to charge the device with no success. The site was shipped a new device upon request and the non-working device was returned to the manufacturer for product analysis. Product analysis is currently pending.